Event description:
It was reported that balloon removal difficulties were encountered during an angioplasty treatment procedure, the customer stated that "after proceeding to a 12 atm angioplasty, the physician noticed the separation of the introducer, the balloon and the catheter while he/ she was retrieving the whole lot. It also says that there were adverse consequences for the patient, the balloon was wedged in the introducer and they had to change the introducer." The current patient status is reported as "no clinical consequences."

Manufacturer narrative:
Device analysis can confirm that a break did occur in the shaft at the lapweld area. The distal section of the break, including the balloon was returned trapped inside a 5 french sheath. The shaft of the device was severely stretched at the break site. No issues were noted with the actual sheath. Using a blade the sheath was dissected and the balloon and distal section of the device was removed. An examination of the balloon and balloon bond heights, found no anomalies that could potentially have contributed to the break. The root cause of the break in the shaft could not be identified. It is clear from the condition of the returned device that excessive tensile force was applied to the device through some form of restriction. A review of the manufacturing record for this particular batch (8468783) shows that the device met its material, assembly and product specifications. The root cause of the restriction could not be identified.